Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the hospital: blood leak detected at tubing and dia connector. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(6). The sample was not available for investigation in the laboratory of manufacturer. The investigation was performed based on received complaint picture. It shows that blood leak occurred at tubing and diameter connector. Sap trend search was performed (material 70103.5742, failure code 0109 connector bc) which came to following results: 0 additional complaint was recorded in the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated:0,2%, which is below 1%.due to this information no systemic issue could be determined. Maquet cardiopulmonary gmbh is aware of 1 complaint from the same batch, (B)(4). . Getinge cp antalya was investigated the production steps of the set, assembly of the components. It is concluded that the failure could be related with operator mistake. Based on this failure could be confirmed.

Event description:
Ref.: #(B)(4), customer ref.: # (B)(4).